Event description:
Detector fell, left side: the study had been completed, the pt was still on the table, detector 1 was at the top of the gantry and the camera was going to its home position. The tech heard a grinding noise. She went to look and the left side of the detector started moving down. She got the pt out of the way and started to lower the table. As she did this, the detector continued to settle. The motor pulley for detector 1 radious had come loose, had fallen off the end of the motor and the key way had fallen out. It appeared that the setscrew was not screwed in tight. The belt retainers that hold the belt in place on both sides were broken off. However, even with the pulley coming off, the radius brake should have held the detector in place and kept it from radiusing in due to gravity and weight. With the failure of the brake, the detector sank down toward the pt and got to within about 3 inches of the pt before the tech pulled the pt out of the way.